Event description:
It was reported a broken thumbscrew of the hand piece when preparing a sawbone session. Back-up device was available.

Manufacturer narrative:
H10, h3, h6: the thumbscrew, intended for use in treatment, was not made available to the designated complaint unit for investigation. DHR review found that no conditions which could contribute to the reported event were identified. This information reasonably suggests that the device met the specifications when it was released to distribution. A complaint history found similar reports. We could not confirm if there was a relationship established between the reported event and the device. Photos of the device were not provided for evaluation and the device was not returned. Therefore, the root cause could not be determined. A factor that could have contributed to the reported event includes the user over tightening the thumbscrew. The surgical system's user manual released at the time of the complaint provides instructions for tightening on three thumbscrews and notes to "use the wrench if needed; do not overtighten" and "do not overtighten the thumbscrews.